Event description:
Had essure implanted in 2012. Started to have a headache on the right side of my head. Low back pain that radiated around to my pelvic and right hip. Pain in my upper back and shoulders. Feeling as my body was being attacked. Feeling inflamed. Had brain fog. Pain in my joints. Painful irregular periods.